Manufacturer narrative:
Unit passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, self-test and occlusion test. Fill cannula was recorded properly in daily history noted. Hardware low level alarm confirmed in the pump history due to broken trace. Pump received with pillowing keypad overlay. Unit communicated properly with the test guardian transmitter.

Event description:
The customer reported via phone call that the insulin pump had a pump error alarm. The customer¿s blood glucose level was unknown at the time of the incident. The drive support cap was normal. The customer was able to successfully clear the alarm. The customer was able to complete insulin pump rewind. Customer stated that they ran the self test and the test was passed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.